Event description:
It was reported that this insertable cardiac monitor (icm) device eroded through the skin of the patient two (2) months after initial implantation. The patient underwent surgical intervention one (1) month later to have another icm device subsequently implanted. The new icm device incision was closed using sutures instead of dermabond to prevent further recurrence of the reported event. This icm device is not available for return. No additional adverse patient effects were reported.